Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula not properly inserting. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of kinked cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) rose to 427 mg/dl between 1 and 4 hours of wearing the pod. The reporter stated the cannula was not properly inserted into their abdomen. Upon removal of the pod, the cannula was found to be flat. The patient treated their high bg levels with an insulin pen.